Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a button error. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
No button error alarm noted. However act and esc buttons did not respond due to unlock on the lcd keypad connector.